Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with their insulin pump. The mother states the customer had issues with their sets. The mother states the needle was popped off and bent. The customer's blood glucose level was about 450mg/dl. The mother states the levels dropped when the set was changed. The customer was advised the sets would be replaced.